Event description:
The user facility reports during a sliding humeral osteotomy procedure on (B)(6) 2013, the small battery drive would not power up. Two different batteries were tried with two different casings but the device still would not function. Procedure was delayed approximately 15 minutes while a spare device was obtained. The procedure was completed using the spare device with no further problem and no harm to patient reported. This report is for a veterinary procedure. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was used as a veterinary product in a veterinary procedure. Device is marketed for human use. Health professional refers to the veterinarian. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.

Manufacturer narrative:
The device is used for treatment, not diagnosis.device received at anspach on 5/08/2013. Not previously reported.subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion can be drawn, as the product has entered the complaint system. A service history review has been requested for the instrument.(B)(4)

Event description:
This reported event is for one power tool device.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Power tool evaluation was completed on this device. The customer's complaint that the (003719) small battery drive does not function was confirmed. The unit was tested and did not run when power was applied. Evidence indicates this is due to motor assembly or electronic control unit failure due to usage wear over time.